Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results on one 27 year old female patient diagnosed with polymyositis. The patient was positive by other methods but also negative by the beckman method. The following data was provided: architect results = 738.1 pg/ml repeated after centrifugation = 731.9 pg/ml the customer¿s reference range is <26.2 pg/ml. Beckman result = 0.006 ng/ml reference range: 0-0.0116ng/ml. Siemens result = 712.6 ng/l reference range: 0-54 ng/l. Roche tnt result = 0.023 ng/ml reference range: 0-0.02 ng/ml. The customer states the results were not proportionate for dilution verification when doubling. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed. Return testing was not performed as returns were not available. Device history record review was performed on lot 51222ud01, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using data from customers worldwide. Review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I assay was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results on one 27 year old female patient diagnosed with polymyositis. The patient was positive by other methods but also negative by the beckman method. The following data was provided: architect results = 738.1 pg/ml repeated after centrifugation = 731.9 pg/ml. The customer¿s reference range is <26.2 pg/ml. Beckman result = 0.006 ng/ml reference range: 0-0.0116ng/ml. Siemens result = 712.6 ng/l reference range: 0-54 ng/l. Roche tnt result = 0.023 ng/ml reference range: 0-0.02 ng/ml. The customer states the results were not proportionate for dilution verification when doubling. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.